Event description:
It was reported that during use, a breath delivery (bd) back ground failed message was displayed on the screen and the device went inoperative. The device was replaced without any reported patient harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
Covidien reference number: (B)(4). A review of the complaint record confirmed that the returned breath delivery flow sensor was reported to generate error codes kb0020, lb0107 and zb0191. A visual inspection of the returned part showed no anomalies. The unit was installed into a failure investigation (fi) test ventilator for analysis. All performed tests passed. Performed oxygen (02) sensor calibration, no errors were observed. The investigated ventilator was put into ventilation mode for a minimum of 24 hrs. No failures occurred. No fault found.

Manufacturer narrative:
(B)(4).